Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement, it was found that crack allegedly appeared on the lumen of line that have been inserted to patient. There was no reported patient injury.

Event description:
It was reported that sometime post a dialysis catheter placement, it was found that crack allegedly appeared on the lumen of line that have been inserted to patient. It was further reported that the red hub line was allegedly faulty and externally loosened due to consequent movement of the arterial hub. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture / hub separation issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed: baw0727965, rev. 2 and baw0727964, rev. 0 baw0727965, rev. 2 "close all clamps only in the center of the extension legs. Extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer lock connectors may cause tubing fatigue and possible disconnection." Baw0727964, rev. 0 "close all clamps only in the center of the extension legs. Extensions may develop cuts or tears if subjected to excessive pulling or contact with rough edges. Repeated clamping near or on the luer lock connectors may cause tubing fatigue and possible disconnection." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.